Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited right ventricular (rv) lead oversensing. The patient was in atrial fibrillation/flutter. Additionally, electrogram (egm) review showed right ventricular (rv) lead signals lined up with the right atrial (ra) channel, with larger discreet rv signals that were likely true rv events. Rv sensitivity was programmed to 5mv in june or july 2018. Similar oversensing was also observed in may 2018, shortly after implant. There was no indication of pacing pauses greater than two seconds, and the patient's intrinsic rhythm was observed frequently enough. Review of daily measurements noted r-waves below below 2-3 mv. Additional information received eight years later reported that this pacemaker system stored additional ventricular events containing oversensing.